Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced a 31089 error on vision side cart (vsc) fiber port 2, customer contacted technical support with restart system to continue. Error 17 was observed in the logs. The customer had swapped the fiber connections and reseated them with no change. The system was hard power cycled and the issue remained. The customer switched to their xi system. The procedure was aborted to another dv system with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse turned the system on and confirmed error codes 17, 170, 31089. To troubleshoot, the fse moved the blue fiber cable attached to the patient side cart (psc) from the reporting fiber port 2 on the vision side cart (vsc) to fiber port 3. The issue followed. Fse then moved that same blue fiber cable to fiber port 1 on the vsc, the issue followed indicating the problem was isolated to the psc. To correct the issue, the fse replaced psc pigtail, the bulkhead connector, and the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the issue was confirmed via logs. The ccc was visually inspected, where no issues were found. The unit was installed onto a known good system where a 31089 error were presented. The internal firefly fiber optic cable was swapped, where the problem was resolved. The original cable was then reinstalled, where the error was not present. The complaint was confirmed based on failure analysis. As a result of these findings, the probable root cause was determined to be the firefly fiber optic cable.